Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation test the probable root cause/s could be normal wear, user misuse, and improper sterilization methods. (B)(4).

Event description:
It was reported that the insulation had been compromised.